Event description:
It was reported that the ilet user experienced elevated blood glucose with a peak of 235 mg/dl after dinner, attributed to the infusion set tubing not being twisted tightly onto the connector. The user retightened the tubing and the pump delivered correction doses, with no leaks reported and no alerts or alarms, involving an infusion set and cartridge and the ilet device component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem related to an improper or incorrect procedure in attaching the infusion set connector, with no device problem found and the relevant device component identified as the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.